Event description:
It was reported that the current drain of the device was higher than expected. Abbott technical support reviewed device session records and stated they could not identify a reason for the high current drain. The device is anticipated to be explanted and replaced to resolve the event, however, no intervention has been performed at this time. The patient was in stable condition. The device was included in the zenex, assurity, endurity laser adhesion preparation field safety correction action issued on (B)(6) 2022, which applies to a subset of devices distributed and implanted outside of the united states.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed. Device image analysis indicated average monthly voltage and current trends were normal. Analysis of device image showed that device was programmed to auto settings and was pacing in high output mode which affects device longevity and may cause change in measured battery data. Further analysis did not reveal any anomaly and battery was in normal range of operation. A longevity assessment was performed, and device had appropriate remaining longevity.